Event description:
It was reported that the heater bag became disconnected from the cassette line during dwell one on the homechoice. This occurred during dwell cycle one of peritoneal dialysis therapy. The home patient was connected at the time of the event. The patient indicated that the disconnection occurred due to a loose connection. The technical service representative assisted the patient to end therapy and start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.